Manufacturer narrative:
No patient involvement. Date of device issue is not known. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part #03.632.072, synthes lot#7257131. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: aug 09, 2013. Supplier: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the inspection of field equipment on (B)(6) 2017, two (2) t25 stardrive screwdrivers (matrix) were noted to have rounded, worn tips. All device malfunctions were noted during an inspection of field equipment. It was confirmed that there was no patient involvement. This report is for one (1) t25 stardrive shaft for matrix. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned t25 stardrive shafts (part 03.632.072; lot 6968780 and 7257131) are part of the matrix spine system and used for insertion of locking caps. The returned t25 stardrive shafts were received with their stardrive tips exhibiting wear, including bent/stripped flutes. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint conditions of the returned parts. The returned t25 stardrive shafts possibly sustained damage to their stardrive tips due to repeated use. It is also possible that the shafts were used while attempting to tighten/loosen cross threaded caps and/or constructs which were not properly positioned before tightening. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.